Event description:
Allegedly the polyethylene insert disengaged or popped out of the tibial base after surgery. The revision was a polyethylene swap.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2015-00069. This report will be updated when investigation is complete. Trends will be evaluated.